Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy), salping bilateral) (interpreted as salpingectomy), ooph and albation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the neoplasm and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, neoplasm and ovarian cyst to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), tumors, ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), tumors, ovarian cysts. And outcome added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.